Event description:
The integra sales rep reported on behalf of the user facility the following incident: the device had a leak at the bag and drain connection. The pt was not injured, and no medical intervention was needed.

Manufacturer narrative:
The device history record was reviewed, and no anomalies were observed during the mfg process operations. The product was returned for evaluation. The unit was carefully examined by the mfg engineer and the unit bag and drain connection (burette stopcock) did not show any crack or condition that can be considered the cause of the leak indicated. This incident continues to be under investigation. A f/u will be submitted upon the conclusion of the investigation.